Event description:
Additional information indicates that the patient was brought into the clinic and evaluated. The lead was checked again through the device and the measurements were normal. The patient will continued to be monitored. At this time a lead issue is not suspected.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedance measurements. The measurements were reviewed and returned a value of 0 ohms. Boston scientific technical services (ts) discussed potential lead issue or electromagnetic interference (emi) affecting measurement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the field allegation relating to low out of range shock impedance measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
The device was explanted and returned for an unrelated product performance issue documented in 2124215-2015-03360. The device was also analyzed for the previous allegation of low out of range shock impedance measurements from over two years earlier.